Manufacturer narrative:
The device was returned to the factory for evaluation. It showed no signs of clinical usage but some evidence of blood on outer surface. The delivery device was returned outside the loading device. The seal, tension spring assembly and the anchor tab were positioned inside the delivery device. The seal was cracked at the first, third, and fifth rings from the outside in, respectively. The cracks appear to be caused by the seal folding in on itself during loading. The blue slide lock was engaged and the white plunger was not depressed on the delivery device. Based upon the received condition of the device, the reported complaint was confirmed for failure to load and cracked seal. A lot history record review was completed for the reported product lot number. There was no non-conformance recorded in the lot history. (B)(4).

Event description:
The hosp reported that during preparation for a coronary artery bypass procedure, the heartstring iii seal was cracked. A replacement device was used to complete the procedure. The hosp did not report any pt effects.